Manufacturer narrative:
(B) (4). (B) (4). Instrument b: batch# c9cx7c, exp date: 09/06/2010; MFR date 10/06/2006. Evaluation summary: the analysis results found that the instrument a was returned in good visual condition. The instrument was cycled and ejected three clips and fed and formed ten clips as intended. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed an no anomalies were noted during the manufacturing process. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er420 instrument b was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, the device was difficult to fire and the transition of the clips to the tissue was not smooth out of the device. Another device was used to complete the procedure. There was no adverse consequence to the patient.